Manufacturer narrative:
Device evaluation: the product was not returned to the manufacturing site as it remains implanted. Therefore, product testing could not be performed and the customer¿s reported complaint could not be verified. Manufacturing records review: the manufacturing records for the product was reviewed. The product was manufactured and released according to specification. Sterilization records review: the sterilization records for this lot were reviewed and no deviations were found. The product was processed according to requirements and met the specifications. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
The lens remains implanted. Concomitant medical products: 1mtec30 and dk7796 handpiece lot and serial # unknown. (B)(4). Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a zcb00 21.5 diopter intraocular lens (iol) was implanted in the left eye (os) on (B)(6) 2017 with use of a model 1mtec30 cartridge. Post-operatively, on the same day as surgery, the doctor reported the eye looked good. On post op day 1, there were corneal folds/inflammation. The patient also has (B)(6). The patient was on increased steroids, but with no or slow improvement of the diagnosed condition as of (B)(6) 2017, and therefore, a topical antibiotic, besivance, was increased. In addition, omidria was given to the patient. Reportedly, the doctor noticed this case seemed more c/w tass (toxic anterior syndrome) like presentation, and the patient had significant endothelial folds-edema, had fibrin. Routine case, nothing out of the ordinary. No iol explant has been or will be performed. No additional information was provided. This report represents the intraocular lens and a separate report will be provided for the cartridge.